Event description:
A surgical coordinator reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The surgeon does not blame the device for the event and both the surgeon and pt are happy with the outcome. Add'l info has been requested.

Manufacturer narrative:
Product eval: results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested 06/08/2011 and 06/17/2011 by fax, phone and mail. A completed questionnaire has not been rec'd. (B)(4).